Manufacturer narrative:
Clarification: device serials provided as left side (B)(4) /right side (B)(4), deflation side unspecified. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported unknown side deflation. Device has been explanted.

Event description:
Healthcare professional reported right side deflation.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: total delamination of valve fold creases and yellow particles in device inner surface. Leak test and microscopic analysis was performed which identified: total delamination of valve and wear abrasion. Based on the device analysis the final assessment is: total delamination of valve assessed as adhesive failure. Creases/folding of implant condition was observed, nevertheless is not related to the manufacturing process.

Event description:
Additionally, healthcare professional reported "any creases."